Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized for diabetic ketoacidosis (dka). Customer states that there was an emergency room visit for high blood glucose. It was also reported that the insulin pump alarmed no delivery during the bolus procedure. Customer's blood glucose reading at the time of emergency room visit was 389 mg/dl. Customer was wearing the pump at the time of emergency room visit. Customer stated that she blood glucose levels over 400 mg/dl. Nothing further reported.